Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that a patient who received a transcarotid artery revascularization (tcar) suffered an embolic stroke post procedure and experienced stroke symptoms that included mixing up words, forgetting some words. The patient was slow to wake up and the physicians believed the "slow wakeup" could have been related to the sedation and the patient's age. A cta (computed tomography angiogram) was performed which showed negative results. No further information was reported.